Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with fortum (dose and frequency not reported) and reflin (1 gram and frequency not reported) injections intraperitoneally for peritonitis. At the time of this report, the patient was recovering from peritonitis. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.